Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device performed unexpected maintenance reboots during user activity due to a backup battery power failure, as identified in the logs, which indicated the battery required replacement. A field service engineer (fse) replaced the backup battery to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device initiated a maintenance reboot while a user was attempting to perform a "return to bin" transaction. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.